Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 70 mg/dl (fasting/non-fasting not disclosed). The customer¿s expected fasting blood glucose test result ranges are 100-115 mg/dl am fasting and 110-130 mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated that last month, (B)(6) 2022, he was getting high readings. Customer stated he blacked out for 10 minutes twice because he gave himself insulin and his blood sugar one of those times went down to 70 mg/dl. Customer stated he did not seek medical intervention. The product is not stored according to specification (kitchen). The customer no longer had the test strips he was using at the time and was unable to provide lot information. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter serial number, different test strips. Adverse event report is being submitted due to customer stating twice he had "blacked out" due to administering insulin based on the meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 18-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.